Manufacturer narrative:
The field service representative found an issue with the sample probes. He replaced and adjusted them. He performed successful ise checks, calibration, qc, and precision. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 results for two patient sample from the cobas 6000 c (501) module. Patient 1 initial sodium result was 284 mmol/l and the repeat result was 136 mmol/l. The initial potassium result was 4.4 mmol/l and the repeat result was 4.9 mmol/l. The initial chloride result was 85 mmol/l and the repeat result was 97 mmol/l. Patient 2 initial sodium result was 383 mmol/l and the repeat result was 140 mmol/l. The initial chloride result was 85 mmol/l and the repeat result was 96 mmol/l. The questionable results were reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but were not provided.